Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving an unknown liner was reported. The event was not confirmed. The exact cause of the event could not be determined because no medical records, x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event.

Event description:
It was reported that there was a right hip revised due to infection.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported to be an unknown liner. Additional devices listed in this report: cat 6021-0435, lot unk, description: accolade stem unknown head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device eval: hospital policy.

Event description:
It was reported that there was a right hip revised due to infection.